Manufacturer narrative:
The customer reported a complaint that "the autopulse platform sn (B)(4) shifted from continuous compressions to 30:2, and the platform intermittently began to stop compressions unexpectedly" was not confirmed during the functional testing and archive data review. No device malfunction was observed during the testing, and the autopulse platform functioned as intended. During the visual inspection, unrelated to the reported complaint, damages on the front and bottom enclosures were noted, and the lcd backlight was not functioning. Based on the photos provided by the zoll service personnel, a small crack across the screw well area and a broken handle on the front enclosure, scratches on the bottom enclosure, and a worn-out UDI label was noted. The root cause of the observed physical damages and lcd backlight issue is likely attributed to user mishandling, such as a drop or aging of the device. The autopulse platform was manufactured in january 2018 and is five years old. The damaged parts and processor board were replaced to address the observed physical damages and lcd backlight issue. Upon further inspection, unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly and exhibits binding and resistance. The root cause was the sticky driveshaft clutch area, which is usually caused by sharp edges from all 12-hex edges of the armature plate, or due to burrs on the clutch rotor's surface likely attributed to normal wear and tear. The sticky clutch's impact was not severe enough to make the platform non-functional. The clutch plate was deburred to remedy the problem. The archive data indicated several user advisory (ua) 17 (max motor on time exceeded during active operation), followed by one ua01 (low battery warning) and ua02 (compression tracking error), and several ua20 (position out of range), ua45 (not at "home" position after power-on/restart) and ua18 (max take-up revolutions exceeded) messages on the reported event date. The observed error messages are unrelated to the reported complaint. The autopulse platform was received at zoll with a 15:2 compression setting. The autopulse platform passed functional testing with no errors or faults. The autopulse platform was further subjected to a run-in test for 10 minutes using large resuscitation test fixture (lrtf), again for 5 minutes using the final test manikin fixture, and the platform passed the test without any errors. The autopulse platform was tested again after changing the compression settings to continuous mode using the final test manikin fixture, and it passed without error or fault. An internal inspection was performed, and no issues were noted. The customer's reported problem and the error messages observed in the archive data were not reproduced during the functional testing. The autopulse platform functioned as intended. User advisory is a clearable message designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 17 indicates that the lifeband is twisted or the battery voltage is low. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. User advisory 2 indicates that autopulse has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. User advisory 18 indicates that autopulse has detected that either the patient's chest is too small while sizing the patient (take-up) or there is no patient on the platform. The recommended actions to take for this type of user advisory are: pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. If the user advisory does not clear, the patient may be too small. In this case, revert to manual CPR per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. The ua 20 error message alerts the operator that the autopulse driveshaft is not within the normally acceptable range of positions. This user advisory will persist until the driveshaft is returned to its home position. Per the autopulse user guide instruction, the operator needs to pull up the lifeband until the chest bands are fully extended to clear the error message. This action will move the driveshaft to its home position. Per the autopulse user advisory list, user advisory 01 indicates that the battery needs to be charged because less than 5 minutes of battery voltage is left. The recommended action for this user advisory is to replace the battery and press restart to clear the ua. Following service, the autopulse platform passed all the final tests without fault or error.

Event description:
The autopulse platform sn (B)(4) was used for resuscitating a 48-year-old patient. After 5 minutes of performing compressions, the autopulse platform shifted from continuous compressions to 30:2, and the platform intermittently began to stop compressions unexpectedly. The customer tried to troubleshoot by repositioning the patient and replacing the battery; however, the issue persisted. Manual CPR was continued for the rest of the call. No further information was provided. The patient's status information was requested, but the customer did not provide a response.